Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
It was reported that the auxiliary acoustic alarm was faulty. The affected device was replaced with a substitute device in a controlled maneuver. Generating the auxiliary acoustic alarm was reproducible while inspecting the affected device; no alarms were displayed. There were no patient health consequences reported.

Manufacturer narrative:
The log file of the affected device was made available for the investigation and analyzed. Based on the investigation, it could be confirmed that on (B)(6), the device performed several restarts of the ventilation unit during the ongoing ventilation session until the device was switched off by the user. A faulty pba m16.2 was identified as root cause of the restarts. Thus, replacement of the pba m16.2 shall be performed. During each successful restart of the ventilation unit the auxiliary acoustic alarm was activated as specified to inform the user about the situation. Obviously, the user misinterpreted this as a faulty auxiliary acoustic alarm. Based on the log file analysis there was no indication of any issue with the auxiliary acoustic alarm found. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects an internal failure of the ventilator, a restart of the ventilation unit would be triggered. If the device stops ventilation, the emergency-breathing valve would open to ambient allowing for spontaneous breathing. Audible alarms would be posted to inform the user about the problem. If the ventilation unit could not be successfully reset within the first 8 seconds, a further reset would be triggered. After three ineffective reboots, the system would be automatically switched off with accompanying alarms. The emergency-breathing valve remains opened allowing for spontaneous breathing. However, manual ventilation with an alternate device may be considered necessary. In the current event, the device reacted as specified and generated corresponding alarms. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the auxiliary acoustic alarm was faulty. The affected device was replaced with a substitute device in a controlled maneuver. Generating the auxiliary acoustic alarm was reproducible while inspecting the affected device; no alarms were displayed. There were no patient health consequences reported.